Manufacturer narrative:
Device evaluation: results of investigations: the vyaire failure analysis lab received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was turbine differential pressure failure. It was determined to be manufacturing process in final investigation report.

Event description:
The customer reported that their vela ventilator alarmed ¿transducer fault¿ while on start up. The customer reported that there was no patient involvement.